Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and provided further reprogramming recommendations, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.